Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced right ventricular (rv) lead perforation and pericardial effusion. It was also reported that the rv lead exhibited high thresholds. The lead was revised and moved to a septal location. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.